Manufacturer narrative:
Event date inaccurate, only the month and year ate valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient had dementia and was in an assisted living facility. The patient and their wife was confused on how it worked so they stopped using it. The staff was now charging the ins for the patient and the patient was told that the ins charge should last about 48 hours but it doesn't even last for 24 hours. The hcp started helping the patient about 3 weeks ago and noticed it wasn't holding a charge. The patient was advised to meet with a representative to reprogram for a longer recharger interval. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. When asked if the cause of the ins not holding a charge was determined the patient responded with "yes" but didn't clarify what the cause was. They met with a representative who was very knowledgeable about the product and their issue was resolved. No further complications reported.